Manufacturer narrative:
Additional information: b3, h6, h10. Additional information received that there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found medium alarm displayed: cannot start pump. Visual inspection and functional testing were performed, and the pump passed. However, the customer's stated problem was verified. Further investigation of the pump determined that a faulty air detector was the root cause of the issue. The pump event log showed numbers of errors occur around the time of the complaint. According to the investigation the pump air detector will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "air in line 2nd" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.